Event description:
It was reported that after the marker was placed and images demonstrated the marker had migrated outside the initial placement site. There was no reported patient injury.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current senomark ultra breast biopsy marker for use with eviva probes instructions for use (ifus) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product, or procedural details to bard.